Event description:
It was reported that this left ventricular (lv) lead was explanted due to an unknown issue. A new lv lead was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to an unknown issue. A new lv lead was successfully implanted. No additional patient adverse effects were reported. Additional information from the field indicated this lead was replaced as the device was eroding. This lead will not be returned for analysis.